Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective downstream occlusion seal. Visual inspection was performed. The downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation identified damaged downstream occlusion seal. There was no patient involvement.